Manufacturer narrative:
Expiration and manufacture information could not be determined with information provided. This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that the ac adaptor failed, which "tripped" the power supply to the delivery suite. No injury was reported.

Manufacturer narrative:
Cadd solis ac adapters were returned for analysis. Visual inspection performed and product found to be in fair condition. Customer's complaint was verified. The problem source is the customer with repeated movement on the device cable.